Manufacturer narrative:
As reported in the literature article by de donato, g., pasqui, e., nano, g., lenti, m., mangialardi, n., speziale, f., ferrari, m., michelagnoli, s., tozzi, m., palasciano, g., lolopro registry collaborators., righini, p., fino, g., orrico, m., ronchey, s., sirignano, p., berchiolli, r., chisci, e., tadiello, m., galzerano, g., ferraro, g. (2021). Long-term results of low-profile stent grafts for treatment of infrarenal aortic aneurysms: results from a retrospective multicenter registry. Journal of vascular surgery, s0741-5214(21)02196-0. Advance online publication. Https://doi.org/10.1016/j.jvs.2021.09.036, after implantation of an unknown incraft aaa stent graft system, one patient developed an endoleak type ii that was treated with coil embolization. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent-graft endoleak type ii¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Type ii endoleaks account for approximately 40% of all endoleaks encountered in clinical practice and are the most common. They occur when there is retrograde flow of blood into the aneurysm sac via an excluded aortic branch, most commonly the inferior mesenteric artery or a lumbar artery. Many type ii endoleaks close spontaneously over time. As such at many institutions these leaks are not treated immediately; watchful waiting is employed and if the leak persists it is treated by embolizing the branch vessel. There is a complete seal around the graft attachment zones so the complications are not directly related to the graft itself. Type 2 endoleak occurs in up to 20% of patients after endovascular aneurysm repair (evar). Type ii endoleaks tend to be benign in nature, carrying little, if any, potential for aneurysm enlargement and rupture. As such, most patients require follow up and observation only. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted . Additional information is pending and will be submitted within 30 days upon receipt. Under health effect - clinical code, appropriate term / code not available was used to describe stent graft stent-graft endoleak type ii.

Event description:
As reported in the literature article by de donato, g., pasqui, e., nano, g., lenti, m., mangialardi, n., speziale, f., ferrari, m., michelagnoli, s., tozzi, m., palasciano, g., lolopro registry collaborators., righini, p., fino, g., orrico, m., ronchey, s., sirignano, p., berchiolli, r., chisci, e., tadiello, m., galzerano, g., ¿ ferraro, g. (2021). Long-term results of low-profile stent grafts for treatment of infrarenal aortic aneurysms: results from a retrospective multicenter registry. Journal of vascular surgery, s0741-5214(21)02196-0. Advance online publication. Https://doi.org/10.1016/j.jvs.2021.09.036, after implantation of an unknown incraft aaa stent graft system, one patient developed an endoleak type ii that was treated with coil embolization. The device will not be returned for evaluation.